Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on the second step during a laparoscopic sleeve procedure, the surgeon was not able to press the green button and device did not fire. A new stapler was used to complete the case. There was no patient injury.